Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4) compared to a laboratory using dade innovin reagent from siemens. On (B)(6) 2018, the result from the meter was 6.9 inr and the result form the laboratory was 4.45 inr. On (B)(6) 2018, the result from the meter was 6.7 inr and the result from the laboratory was 4.5 inr or 4.54 inr. The results were reported to the patient and/or medical personnel treating the patient. There was no allegation of an adverse event. The meter was received for investigation and appeared undamaged and was clean on the outside. The returned meter was measured with the retention test strips 258643-10 in comparison to the current master lot coaguchek xs pt test strip (lot 157716-80). For this purpose, human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter marcumar 3: 2.9 inr. Retention strips/customer meter marcumar 3: 2.9 inr. The returned customer material and retention material complied with specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
An additional marcumar donor was used for investigation. Master lot and retention meter marcumar 4: 2.5 inr. Retention strips and customer meter marcumar 4: 2.6 inr. The returned customer material and retention material complied with specification. Upon analysis of the meter memory the alleged patient results from 09-jan-2018 and 16-jan-2018 were not present.